Manufacturer narrative:
Not reuse of a single-use device. The devices have not been received for evaluation. In response to medtronic¿s request for device return, both devices were returned to the manufacturer for evaluation (detailed as follows): (B)(4) ¿ analysis found the white irrigation barb was broke off the irrigation tube and the metal irrigation tube was deformed. The information most likely indicates an external force was applied to the attached tubing which broke the irrigation barb and deformed the metal irrigation tube it was attached to. (B)(4) ¿ analysis found the middle assembly spiral wrap was stretched out of the support area by approximately ¼¿. There were no signs of improper loading, excess pressure applied during use, or an interference fit between the assemblies in the radius. The spiral wrap at the distal end was unwound in a clockwise direction and most likely indicates the device was being run in forward direction which is in conflict with the labeled indication (oscillate mod / direction at less than 7500 rpm. It was initial use of the devices in this event.

Manufacturer narrative:
The devices have not been received for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the blade and bur broke during surgery. No further details were provided by the initial reporter. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.